Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid/hydromorphone via an implanted pump. The pump had previously delivered morphine. The indication for pump use was non-malignant pain. On (B)(6) 2020 the patient reported that her first pump never gave her good pain relief. The pump first had morphine in it but that didn¿t do anything, so they changed the medication to what she thought was dilaudid or hydromorphone, but she wasn¿t sure. Per the patient, it was supposed to be tinted pink, but something thick and yellow came out instead so they replaced her pump. The patient could not recall when the issue with the yellow stuff occurred. No further complications were reported/anticipated.